Event description:
Pt arrived for his bcg [bacille calmette-guérin] treatment was prepped and used bard #12 french urological catheter tiemann model coude tip inserted bladder was drained, bcg place to the hub of the catheter and began to infuse, pin hole noted at the hub of the catheter. Immediately stopped treatment. Second catheter opened noted pin hole, not used. Opened bard #14 coude tip no pin hole noted. Under sterile technique catheter inserted and treatment given. Emailed mfg rep [manufacturer representative] on [date redacted]. [Date redacted] mailed on fedex trk# [redacted]. Manufacturer response for urological catheter, bard urological catheter #12 tiemann coude tip (per site reporter).